Event description:
Customer reported via social media and phone call to have been in a rainstorm and as a result, experienced button error alarm and buttons not responding. Customer's blood glucose was 210 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.